Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer's continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. Correction bolus via pump was administered to address bg.